Manufacturer narrative:
Device history record in review. Consumer did not return product samples for evaluation.

Event description:
(B)(6) 2010, consumer was using a tampon and upon removal a piece of the tampon remained inside her. She was able to remove some fibers on her own. Her doctor removed a piece of tampon that remained and indicated she should douche for 3-4 days. One week later consumer found another piece of tampon and still noticed a white discharge. Consumer state her doctor indicated she may have a yeast infection and stated, she should douche for 7 more days. No medication was prescribed.